Event description:
It was reported that an alert for measured atrial fibrillation of at least greater than 0 hours in a 24-hour period was generated for this subcutaneous implantable cardioverter defibrillator (sicd). Review of the stored electrogram showed an episode of sinus tachycardia with isolated undersensing of r-waves and one beat of t-wave oversensing. Further evaluation was recommended. Technical services (ts) was contacted for device data review. Ts noted that slightly high and low signals were seen on the subcutaneous electrocardiogram (secg) due to peak average and slow rate profile. Some undersensing was expected with this signal pattern. Ts also discussed disabling smartpass. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provided additional information in the describe event/problem field.

Event description:
It was reported that an alert for measured atrial fibrillation of at least greater than 0 hours in a 24-hour period was generated for this subcutaneous implantable cardioverter defibrillator (sicd). Review of the stored electrogram showed an episode of sinus tachycardia with isolated undersensing of r-waves and one beat of t-wave oversensing. Further evaluation was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.